Manufacturer narrative:
Iris field service engineer was sent to the customer location. The fse found a crack in the color clarity and specific gravity module (cgm) tubing from the sample probe to the cgm. The fse replaced the tubing to resolve the issue. The fse reran controls and the controls passed. (B)(4).

Event description:
The customer reported ca quality controls failing for bilirubin. There were no erroneous results generated or reported out of the lab.